Manufacturer narrative:
Description of event: as reported, upon opening the package prior to an unknown procedure, the safety wire was found to be protruding from the side of an amplatz extra-stiff support wire guide as it was pulled from the storage tubing. The device did not make contact with the patient. Another device of the same type was used to complete the procedure. The packaging was not damaged. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, and quality control data. The complainant returned the wire guide to cook for investigation. Physical examination of the returned device showed: one prior to use wire guide was received. Inspection found the mandril protruding at 4.3cm from the distal weld, and the distal end appeared to have been manipulated, possibly hand curved. No additional damage was noted. At this time, cook concluded that the device was manufactured within specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. This device is not supplied with an instruction for use (IFU). A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded transport/storage of the device contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code: dqx wire, guide, catheter. Occupation: inventory specialist. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, upon opening the package prior to an unknown procedure, the safety wire was found to be protruding from the side of an amplatz extra-stiff support wire guide as it was pulled from the storage tubing. The device did not make contact with the patient. Another device of the same type was used to complete the procedure. The packaging was not damaged.